Event description:
T was reported that the patient presented to the clinic for a follow-up visit. Upon interrogation, it was noted that the patient¿s pacemaker was operating in backup mode. Device replacement was discussed, no changes or interventions were reported. The patient condition was not known.